Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) malfunctioned. No harm reported. Lound high pinched sound and internal error on display reported. The fse was dispatched to evaluate the unit. It was reported that fault 58/124 and power up test code 5 present. Replaced of pneumatic module assembly and pressure transducer cable resolved the issue. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.event site postal code: (B)(6).